Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips confirmed the reported problem. The service quotation was not accepted by the customer and service has not been provided. The same issue occurred on 13-jun-2025 and 25-aug-2025 where service quotation was shared with the customer to resolve the issue. However, the quotation has not yet been accepted by the customer. No work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the storage was not possible, preventing exposure. No harm was reported to philips. Philips has started an investigation of this complaint.